Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the harmonic ace instrument's coating of the jaw came out. The procedure was completed by using a vessel sealer extend instrument with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instruments coating from the jaw was damaged. The instrument was inspected prior to use for a distal pancreatectomy procedure. The instrument did not collide with any other instruments or tools. No fragments fell inside the patient's anatomy. The instrument is available for evaluation for isi. Photo was provided for review. Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was found to have the teflon pad missing. The teflon pad was torn off at the distal end of the instrument. There was material missing as a result. The complaint was confirmed by failure analysis, review of the provided image is consistent with complaint (coating of the jaw came out). The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
Refer to h11 for follow-up information.